Manufacturer narrative:
Primary finding of device analysis revealed that the lead was functionally normal, with no significant anomalies. The product was out of spec in that all/multiple conductor coils were crushed when device was rec'd by the MFR for analysis.